Event description:
It was reported the patient lost weight. In turn, the patient has had difficulty in recharging the ipg due to it being shallow. Troubleshooting and reprogramming were attempted to no avail. As a result, the patient plans to undergo surgical intervention.

Manufacturer narrative:
Mw5041069. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Follow-up revealed the patient's scs system was explanted. The exact explant date is unknown.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.